Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device shuts off during use. A device was returned to a third-party service center. During the evaluation of the device, they found out that the device is left working for a few minutes and it turns off. The pcba in the device was burnt. The device was not repaired due to customer request. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.